Manufacturer narrative:
The reported complaint of broken sample could be confirmed from a photo provided. However, without the return of the sample a comprehensive review cannot be performed, and the probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The reported complaint of a stickdown could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. 9617594-2025-02056-00 will be voided as a duplicate of this record.

Event description:
The event involved a microclave clear connector where the customer reported that the microclave connector on the central venous catheter (cvc) was closed with a light green cap. During the night, the patient was found after 30 minutes in this condition. The customer reported that the foam material apparently remained inside, causing blood to leak out. The incident did not result in serious consequences for the patient. There was patient involvement but no patient harm.